Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost a significant amount of weight. As a result, she experienced discomfort at the ipg pocket site. Reportedly, surgical intervention was undertaken during which time the ipg was explanted and replaced with an MRI compatible device. The replacment device was repositioned slightly higher and to a new location in the right-hand flank area. The procedure was completed without further incident.